Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The device was returned for analysis. Visual examination noted the balloon was not folded, indicating the device had been subjected to positive pressure. Per pcb2cm specifications, the rated burst pressure for the device is 10 atmospheres. The returned device was connected to an encore inflation unit, and positive pressure was applied. Deionized water leakage was observed from a balloon pinhole located approximately 3 mm distal to the proximal marker band. Visual inspection found no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. Visual and tactile examination of the shaft identified no kinks or other damage.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation at 1 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and mildly calcified.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The device was returned for analysis. Visual examination noted the balloon was not folded, indicating the device had been subjected to positive pressure. Per pcb2cm specifications, the rated burst pressure for the device is 10 atmospheres. The returned device was connected to an encore inflation unit, and positive pressure was applied. Deionized water leakage was observed from a balloon pinhole located approximately 3 mm distal to the proximal marker band. Visual inspection found no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. Visual and tactile examination of the shaft identified no kinks or other damage.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation at 1 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation at 1 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.